Manufacturer narrative:
The field service representative (fsr) performed standard water pressure adjustments and reviewed the customer's pre-analytical procedures. The fsr found that the customer used a centrifugation time of 11 minutes (specification is 10 minutes) with a force of 2500 g (specification is 1300 - 2000 g). The investigation determined the event was due to preanalytical handling issues (excessive g-force and extended timing outside of specification).

Event description:
There was an allegation of a questionable tina-quant ferritin gen.4 result from the cobas c 303 analytical unit for two patients. Patient 1's initial result was 7.07 ng/ml, and the repeat result was 15.9 ng/ml. The repeat result on another analyzer was 15 ng/ml. The sample was repeated because it did not agree with the patient's previous results. The repeat results were deemed to be correct. Patient 2's initial result on (B)(6) 2025 was 8.22 ng/ml, and the repeat result was 13 ng/ml.

Manufacturer narrative:
The tina-quant ferritin gen.4 reagent lot numbers are 875921 and 905227, and the expiration date was not provided. The investigation is ongoing.